Event description:
Pt was being scanned for lumbar on the ctl coil. Pt had pants lowered. Was wearing boxer shorts. On the last two scans of sequence, both t2 axials, pt incurred burns. Burns were on left hand, between index finger and thumb, and on the left buttock where hand was making contact. Burn was area of redness with smaller area of whiteness in the middle of the area of redness.